Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that leads are still active. Patient shared that the reason for the replacement and change to a different implant was because they had the dbs for so long that their brain got used to the signal. Patient services asked if there was a problem with the dbs or if the replacement was elective. Patient indicated that maybe about a year after they had their last device implanted, they would have programming adjusted and then within a week or two their tremor would return. Patient's understanding was that their brain got used to it and the other device works differently. Patient indicated they have had success with the other device and their doctor is skilled at programming it effectively.